Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified high reading obtained on the adc device compared to an unspecified reading obtained on a built-in precision. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer was asymptomatic and was unable to self-treat. The customer received third-party administration of glucose from a non-healthcare professional (non-hcp) for treatment. Reportedly, an adc device scan of 178 mg/dl was compared to a reading of 60 mg/dl obtained on a healthcare professional (hcp). When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. It is unknown when these readings were obtained in relation to the reported medical event.